Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. In addition to above findings, there was a present of contamination in the device, which is dust/dirt. There was also a present of error code, which is #32. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
This report is being sent to correct the report previously filed. The manufacturer received an allegation of persistent cough and chest pressure sensation when using a CPAP device. Information was received that the device was already returned for evaluation. No medical intervention was reported nor any serious harm or injury. During the evaluation of the device, the service center visually inspected the device and found no visualization of foam particles. The evaluation did find contamination of dust/dirt in the device as well as an error code 32 which is a technical error designed to alert the user that the pressure support is half the set point for at least 60 seconds. The device will continue to operate without noticeable alteration. There is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. This complaint was incorrectly reported previously and is not reportable to any regulatory agencies.